Manufacturer narrative:
This MDR is being reported as an individual event type as serious injury due to the surgical intervention to release the capsule. The conexa remained implanted. Multiple attempts were made to contact the corresponding author for additional information, including relevant lot number. To date, no additional information has been obtained. The lot number associated with this event remains unknown; therefore an internal investigation could not be performed. A further review of the histological slides depicted in the article was performed by lifecell's dermatopathologist and concluded that the pictures that show skeletal muscle in the biopsies are undoubtedly taken from adjacent skeletal muscle where the tendon attaches. Based on the reported information, a relationship between the event and the conexa cannot be determined. Stiffness is an anticipated event in rotator cuff surgery commonly associated with immobility of the joint. No further actions are required; a nonconformance could not be confirmed. If additional information is received, a supplemental report will be submitted.

Event description:
During a literature review, an article titled "surgical repair of large-to-massive rotator cuff tears seems to be a better option than patch augmentation or débridement and biceps tenotomy: a prospective comparative study" reported a prospective study from october 2012 to july 2016 of 32 consecutive patients to compare the outcomes after 3 different treatments for large and massive rotator cuff tears. Eleven patients (5 male, 6 female, mean age 56 years) in the patch group received conexa. Patients were evaluated before and after the operation at 3, 6, 12 and 24 months. This MDR is associated with the conexa complications only. In the patch group, a patient developed post operative stiffness treated with arthroscopic capsular release 9 months after the repair. It was confirmed that this complication was not previously reported as a complaint to lifecell at the time of the event.